Event description:
The reporter contacted animas on behalf of her daughter (the patient) alleging that the patient had elevated blood glucose levels and ketones. The reporter indicated that the patient received a replacement pump and started using the device the evening before contacting animas on (B)(6), 2010. The reporter claimed that the patient's blood glucose was almost 500 mg/dl the next morning. She felt as though the basal insulin was not absorbing. The animas cde assisted the reporter with reviewing the correct settings between the patient's old pump and the new, replacement pump. The animas cde advised the reporter to change the insertion sites and monitor the patient's blood glucose. The animas cde also recommended to change the insertion site with two bg levels over 250 mg/dl or one over 400 mg/dl.

Manufacturer narrative:
Evaluation summary: the catheter was received in a broken shipping tube. The light purple adaptor is broken at the bond site, where it is bonded to the white shipping tube. The shrink seals are still attached, one at the adaptor cap and the other around the directions for use (dfu). Although the reported defect was confirmed, there is no evidence of a manufacturing nonconformance. It appears that the compromised packaging tube occurred sometime after production. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that when the package was received the tubing appeared to come apart (plastic cracked) and looked like it was taped and "shoved" back in the package. It was broken at the white to the clear purple plastic. The outer box that the device came in wasn't damaged but it looked like the plastic tube was taped. The outer box (cardboard) will not be returned.